Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to placement difficulty during the implant procedure. The physician had multiple unsuccessful attempts at positioning the lead and deploying helix. He removed the lead and attempted a new lead. The same positioning problem occurred with the second lead, but eventually the lead was positioned successfully. The helix of the first lead was tested after removal and the helix appeared to extend and retract appropriately. The second rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.